Event description:
It was reported the patient was having a revision of the left extension and possibly the left lead on 2015-(B)(6). The manufacturing representative was not sure when the issue with the system started or if there were any falls or trauma. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 37602, serial# (B)(4), implanted: 2013-(B)(6). Product type implantable neurostimulator. Product ID 3387s-40, lot# v093181, implanted: 2008-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387s-40, lot# v093181, implanted: 2008-(B)(6), product type lead. (B)(4).